Event description:
The report stated that during a tumor resection, the jaws of the ligasure impact handpiece stuck closed, while on pt tissue. The surgeon cut the device off the pt tissue to remove it.

Manufacturer narrative:
Engineering evaluations have been able to duplicate this failure mode by clamping on large, rigid tissue. The instructions for use for this device warn against overfilling the jaws of the instrument because it may compromise the cutting function. The IFU also states to confirm the jaws have reached the closed position (tips of the jaws no more than 2 mm apart) before activating the cutter. We will continue to monitor for these reports and investigate if a trend develops. If more information becomes available a follow-up report will be provided.